Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 4, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was visually inspected upon receipt; it was noted to not have the white luer cap or sparger on the unit. A white luer cap was added and the returned sample was leak tested, as received, by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and no leak was noted. The product was found to function as intended; therefore, a root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3:  evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular, during out of box, when the shunt sensor was unpacked, leakage of buffer solution was found. *no patient involvement.